Event description:
Reportable based on device analysis completed on 16-feb-2024. It was reported that luer leak occurred. The 80% stenosed target lesion was located in the flat tortuous and severely calcified acute deep vein thrombosis of the left lower extremity. A zelantedvt catheter was advanced for treatment. During the procedure, after approximately 10 seconds, the physician observed significant fluid leakage at the connection between the catheter balloon and the drainage bag, leading to the discontinuation of the catheter. The procedure was completed with another of the same device. No complications were reported. However, returned device analysis revealed a broken hypotube.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed a severe kink located at 80.5 cm from the tip. Functional testing was attempted; however, the device would not prime. During analysis at the severely kinked location at 80.5 cm from the tip, the hypotube was clearly broken open and completely separated. The x-ray was used to verify hypotube separation. The device could not be functionally tested due to the extreme damage on the device. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for under pressure issues related to a detached/separated hypotube. A shaft kink was also confirmed.